Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had dried residue around the port. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between january 6-7, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white drug residue at the connection between the blue winged luer cap and the white flow restrictor. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates the blue winged luer cap should be securely connected after fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.